Event description:
A malfunction alarm, identified as malf 12, was reported, but there was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, ensuring the issue did not recur. The customer was instructed to continue using the pump and to contact technical support if any further malfunctions occur.